Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device, and although the se did find an error in the log, the se did not duplicate the customer reported event. The ventilator passed self-testing and was run for one hour without any issues.

Event description:
It was reported that during patient use, the ventilator went to safety valve open (svo) condition. The patient was transferred to an alternate ventilator with no harm.